Event description:
Philips-respironics v-60 bipap device #8, working properly all day [redacted] and into [redacted] -the following day. Rn removed patient from v-60 bipap device to administer some medication, rn stated to rt [respiratory therapy] that the v-60 device started to alarm and malfunction when off of the patient. Rt attempted to power off and rest v-60 device to no avail. V-60 device removed from patient's room. Tagged for do not use and cleaned and reported to rt supervisor and clinical engineering for evaluation. Patient placed on nasal oxygen. No issues reported. Manufacturer response for v-60 bipap device #8, v-60 bipap device #8 (per site reporter). OEM (philips) representative [redacted] on site and installed power management board. Completed full check out of ventilator and all passed and returned to service. [Redacted] documentation contained within device work order [redacted] within the [redacted] medical equipment management database.